Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, g5 mobile app was receiving alerts with no readings. No additional patient or event information is available. No data was provided for evaluation. The complaint confirmation of g5 mobile app icon disappeared from smart device could not be determined. A root cause could not be determined.